Event description:
Caller alleged discrepant results compared with the lab. Results as follows: 5.56 inratio inr vs lab = 3.3, 2.68 inratio inr vs lab = 3.6.

Manufacturer narrative:
This event is reportable, because a recurrence may cause or contribute to a death or serious injury. Caller had stopped using his inratio meter 3-4 years ago due to some discrepant correlation vs lab. Caller did not report the issue to manufacturer before this complaint. Caller also provided the following correlation data he obtained in 2007. A 5.56 inratio inv vs lab = 3.3 and 2.68 inratio inr vs lab = 3.6. Proper technique tips were provided by manufacturer. Correlation data received by caller as follows: correlation vs lab and provided the following correlation data: 2008, inratio meter - 3.6, lab - 3.3; a week later, 4.7, 4.0; another one week later, 3.7, 2.9; a week later, 3.8, 3.3. Device is not being returned for evaluation. No corrective action is required as no product deficiency was established.